Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed air in line was product was returned. No adverse patient event was described.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. Functional testing was performed and failed. The reported issue was confirmed, and the error was confirmed. The air detector does not operate as intended. The air detector was replaced and preventative maintenance was performed.

Manufacturer narrative:
Other, other text: additional information: a1, b5,and h6 ( patient code).

Event description:
Additional information provided indicating that there was no patient involved.